Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent left lower extremity arteriography, superficial femoral artery and popliteal artery suction, balloon dilatation angioplasty and posterior tibial artery balloon dilatation angioplasty. During the procedure the rotarex guidewire, and the rotarex guidewire was placed in the posterior tibial artery, which was replaced with the rotarex guidewire. The rotarex mechanical thrombectomy system was flushed with heparinized saline and then introduced into the proximal end of the diseased segment of the vessel via the guidewire. After half of the distance, the catheter was withdrawn from the catheter for flushing and the guidewire and catheter were withdrawn from the catheter simultaneously. After repeated aspiration under fluoroscopy, the occlusion of superficial femoral artery and popliteal artery was restored, but there was residual stenosis. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided video contain information regarding catheter physical resistance. After review of the provided video physical resistance can be confirmed but will be reported as mechanical jam. A clear root cause could not be identified. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent left lower extremity arteriography+ superficial femoral artery and popliteal artery suction+ balloon dilatation angioplasty+ posterior tibial artery balloon dilatation angioplasty. During the procedure, the rotarex guidewire was placed in the posterior tibial artery, which was replaced with the rotarex guidewire. The rotarex mechanical thrombectomy system was flushed with heparinized saline and then introduced into the proximal end of the diseased segment of the vessel via the guidewire. After half of the distance, the catheter was withdrawn from the catheter for flushing and the guidewire and catheter were withdrawn from the catheter simultaneously. After repeated aspiration under fluoroscopy, the occlusion of superficial femoral artery and popliteal artery was restored, but there was residual stenosis. There was no reported patient injury.